Event description:
It was reported that the ventilator displayed a technical error code indicating an open safety valve. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit (pc) board has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. Device logs were not downloaded and received for further analysis. The pc-board was installed in a reference system for simulated-use testing. Tests of ventilation confirmed the reported issue regarding the reported technical error code. Electrical measurements on the expiratory channel pc board showed that a capacitor in the pull-magnet supply circuit was shorted. A failure leading to the reported technical error will lead to a stop in ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by a generated high priority alarms and the reported technical error code. Our conclusion in this matter is, that the reported issue was caused by a shorted capacitor on the expiratory channel pc board, that is part of the safety valve function. Why the capacitor has failed was not determined from this investigation.

Event description:
(B)(4)